Event description:
It was reported that this device was difficult to interrogate during a software upgrade. Two different programmers were tried without success. Technical services recommended to try a magnet reset procedure. The device was later successfully interrogated via the latitude communicator and a programmer in the hospital. The patient wanted the device explanted due to an advisory on the battery. The day of the explant, the device was successfully interrogated with a programmer. There were no additional adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated normally; no problem detected.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was difficult to interrogate during a software upgrade. Two different programmers were tried without success. Technical services recommended to try a magnet reset procedure. The device was later successfully interrogated via the latitude communicator and a programmer in the hospital. The patient wanted the device explanted due to an advisory on the battery. The day of the explant, the device was successfully interrogated with a programmer. There were no additional adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.